Event description:
Procedure: coronary bypass. According to the reporter: the clip had not been loaded into the jaws when the device clip the vessel. There was tissue loss as a result. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).